Manufacturer narrative:
Sensor 3mh00931h1m has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). No failure modes were observed upon visual inspection of the plug assembly. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "sensor not working" message on the freestyle libre 2 sensor and as a result, the customer was unable to obtain readings. The customer experienced dizziness and was unable to treat themselves, requiring him to be seen by a healthcare professional who diagnosed the customer with hyperglycemia and provided unspecified medication and the hcp also advised the customer to ¿drink orange juice¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "sensor not working" message on the freestyle libre 2 sensor and as a result, the customer was unable to obtain readings. The customer experienced dizziness and was unable to treat themselves, requiring him to be seen by a healthcare professional who diagnosed the customer with hyperglycemia and provided unspecified medication and the hcp also advised the customer to ¿drink orange juice¿. There was no report of death or permanent injury associated with this event.